Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancotroy intraperitoneally (2 g stat) and gentamycin intraperitoneally (20 mg, once a day, for 21 days) for peritonitis. At the time of this report, the patient¿s effluent was clear and the patient was recovering from the peritonitis. Action taken with therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.